Event description:
When surgeon was attempting to insert cochlear implant, he noticed resistance and difficulty with insertion into cochlea. Upon removing the implant, he noted that the tip appeared to be missing. Unable to see tip with microscope in ear. Surgeon stated that tip may be in middle ear or cochlea. Another "like" implant was used and successfully implanted into cochlea.